Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber overheated and broke. The procedure was completed with another fiber and no injuries to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks on the fiber. However, analysis identified that the glass cap was rotating independent of the metal cap, indicating a glue failure. The glass cap exhibited severe devitrification and the metal cap exhibited severe charred detritus adhesion. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The reported fiber break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber overheated and broke. The procedure was completed with another fiber and no injuries to the patient.